Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor it was reported that patient had been working in her yard for four days. She is having pain is in the hip where the device is and then it radiates up toward sacral nerve and right side of back. It is like an electrical shock and stops her dead in her track. Patient was leaning over a lot. She was standing by her table when she got the shock. She thought it was a back problem but realized the pain is localized by the stimulator. The patient wants to shut her stimulator off and she wants to confirm her stimulation is shut off. The issue started last thursday. I asked if she had any falls and she said no. Stimulation was shut off and stimulation was turned into 0 volts. No further action was taken by patient services.